Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The implant interrogation summary was found to have a note that electrodes 6 and 14 were touching and out of range. The indication for use was spinal pain and lumbar radiculopathy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.